Event description:
Information was received from a company representative and a healthcare provider (hcp) via a company representative regarding a patient receiving dilaudid (1.3 mg/ml at .06 mg/day) via an implanted pump. It was reported that during the initial implant procedure, when entering the catheter information into the tablet, 0 was cut off the pump segment, but it was accidently entered as 10. On the spinal segment 33.5 was cut off, so the total catheter length was 70.8, but it should have been 80.8. At the time, the physician had double checked the information but had also missed it. The next day, when the information was being reviewed again, the error was caught. The physician¿s office was notified. As the patient would just not get efficacy right way, the plan was to correct the catheter information in the tablet the next time they saw the patient. The environmental, external, or patient factor that may have led or contributed to the issue was noted to be human error. The issue was noted to be resolved, and it was indicated that the hcp had no further information to provide regarding the event.

Manufacturer narrative:
Concomitant medical product: product ID a810 serial# unknown product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a810, serial/lot #: unknown, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.